Manufacturer narrative:
Manufacturing date -- january 19, 2017 ¿ january 23, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a white circular mark on the lip of the fillport. A functional test was performed on the unit and no signs of abnormality were noted. The white mark is considered a cosmetic defect and does not affect the functionality of the device. The cause of the white mark could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of an small volume infusor was broken. This was identified before use. There was no patient involvement. No additional information is available.